Event description:
Pt prepped for PICC ready for doctor to be called. Table begins to elevate and does not stop. Pt is trapped between image intensifier and table. Dr. Thought to swivel the table and at that point. The pt was released. Pt complained of pain in the ribs. X-rays were taken and showed no signs of trauma. (Read as negative).